Manufacturer narrative:
Additional narrative: investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing records were reviewed and no complaint related issues were found.

Event description:
A hospital in (B)(6) reported that during surgery for a distal radius fracture, the surgeon inserted a screw and the screw did not lock until some of the threads of the hole were visible. The surgeon removed the screw and tried again. The screw did not lock and the surgeon elected to leave it in the patient. This report is #2 of 2 for the same event.